Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings:the pump black box data could not be downloaded for review due to moisture ingress. Moisture was observed behind the pump display lens. The pump case was removed and further evidence of moisture ingress was found on the printed circuit board. The bolus button cover was observed to be missing, and allowed for a bolus button leak. Further testing could not be completed due to moisture ingress.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump lost power. It was also reported that moisture was present behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.